Event description:
It was reported that an alert was displayed for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended. Technical services (ts) reviewed device data, which showed that shortly after implant, the raat failed to measure the threshold due to low evoked response (ER) and noise. The presenting electrogram (egm) exhibited oversensing. Ts recommended an x-ray to confirm ra lead placement, and it was performed. This right atrial (ra) lead was explanted and replaced, and it was retained by the facility. No additional adverse patient effects were reported.